Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reason for the call was that the patient stated that were having to charge the ins every other day since (B)(6) 2020. The patient stated he only ran his therapy amplitude at 2.3-30, so he is not sure why he has to charge it so often. It was reported that the patient has an appointment scheduled next month with the manufacturer representative to discuss the frequent charging issue.   There were no symptoms or further complications reported at this time.